Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument broke. There was no known impacts to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. Visual examination of the returned product identified the threaded tip is fractured at the base of the threads, no fractured pieces returned. There are scratches along the shaft and hex end of the rod component. No other damage was noted. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.